Event description:
Medtronic received information that during use of a dlp single stage venous cannula with right angle metal tip, it was reported that the cannula used was blocked internally which prevented normal use and they could not drain the superior vena cava blood to the membrane oxygenator. Extracorporeal circulation was performed and a pediatric 12fr metal right-angle venous cannula was used. The device was replaced to complete the procedure and the customer monitored venous drainage condition. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.